Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie did not open and storage space failed. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height legacy drawer had no lights on the pyxibus module controller (pmc) board. A field service engineer (fse) tried to reset the pixie bus cable, but the issue persisted. Further the fse replaced the full height legacy drawer with a full height enhanced drawer, and the drawer was verified by the customer. The system functioned as intended after the field service engineer repaired the device.